Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. A slight type ii endoleak was confirmed at the end of the procedure, but the physician decided to take wait-and-see approach. On (B)(6) 2009, a localized dissection of the left external iliac artery and stenosis resulting from the dissection were confirmed with contrast enhanced computed tomography which was done one week post-implantation. On (B)(6) 2009, a metallic stent (unknown manufacturer) was implanted in the left external iliac artery to treat the stenosis due to the dissection. The stenosis was resolved and the blood flow was restored. On (B)(6) 2009, it was confirmed that the type ii endoleak was resolved. There have been no further adverse events according to subsequent follow-up examinations.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.